Event description:
The following info was reported from the field; during a coronary procedure the physician encountered difficulty crossing a mid left circumflex lesion. As the stent delivery system (sds) was being retrieved into the guiding catheter the stent dislodged and was left in the left main. The stent was then snared without difficulty. During initial prep. The (sds) behaved normal as it passed thorugh towards the lesion. The sds appeared "normal" when removed from the packaging and was examined to verify functionality. Negative preparation occurred outside of the pt's body prior to inserting the product into the pt. The procedure was completed as scheduled using a taxus stent with satisfactory results. There was no injury to the pt. The pt was discharged the following day.